Event description:
The pt reported that they experience a shocking or jolting sensation where leads are located since walking through a security gate at the library. She also reported that by the next day ((B)(6) 2011) that she felt that she was "back in her former state, prior to implant, feeling sick." Pt status is unk. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).